Manufacturer narrative:
.

Event description:
It was reported that the patient received a full revision on (B)(6) 2014. The products were not retrievable as the site discards during surgery. Programming history was reviewed on (B)(6) 2016, and high impedance was identified on (B)(6) 2014. The full revision surgery on (B)(6) 2014 was most likely due to the high impedance. No further relevant information has been received to date.